Event description:
It was reported that the patient passed away due to sudep per the physician. The physician indicated that he did not believe the death was related to vns. The patient was noted as dying at home in bed. The physician also indicated that the patient had been experiencing an increase in nocturnal seizures shortly prior to the passing. The patient had been recently prescribed clendomycin to treat an infection however the location of the infection and relationship to vns were not indicated. The physician indicated that there may have been a relationship between the increase in nocturnal seizures and the infection and/or medication. Attempts for additional information have been unsuccessful to date.

Event description:
Per the funeral home, the patient's device has likely been buried with the patient. The policy of illinois vital records is not to provide death certificates. No further information has been obtained.

Manufacturer narrative:
The initial MDR inadvertently did not include information which was available at the time the report was written. This information was included on the supplemental 01 report sent on (B)(4) 2012.

Event description:
Cause of death information obtained from the national death index was reviewed by the manufacturer which indicated that the patient's cause of death was epilepsy, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
.